Manufacturer narrative:
(B)(4). Conclusion: off-label, unapproved, or contraindicated use (ante-grade approach, implant without wire access or fluoroscopic guidance).

Event description:
A valiant stent graft system was implanted in a patient for the emergent endovascular treatment of a 200 mm length thoracic aortic dissection. It was reported that the patient's chest was opened with the aortic arch and aorta exposed, utilizing a retractor device. The physician elected to use a frozen elephant trunk procedure and the aorta was disconnected in two segments (as part of the normal elephant trunk procedure). With the aorta exposed, the physician inserted the valiant stent graft through the frozen elephant trunk via an antegrade approach into the descending native thoracic aorta without guidewire or fluoroscope guidance. The physician was attempting to reline the elephant trunk and native artery to create a new true lumen pathway. During the advancement of the valiant delivery system the aorta was perforated the vessel wall and the valiant stent graft was deployed trans-lumenally, partially in aorta and through the thoracic aorta wall and partially outside aorta. The physician stated the cause of the event was due to dissection retrograde and antegrade. The patient expired during the procedure.